Event description:
It was reported that multiple cartridge alarms occurred intermittently during insulin delivery there was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use an alternate method for insulin delivery if necessary, and a replacement pump was sent to them. Technical support provided the customer with instructions on how to store the current pump, return it via the provided shipping methods, and set up the replacement pump, including programming settings and connecting their cgm. The customer understood all instructions given.